Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was examined in clinic with elevated ldh. Medication was administered. A vad echo for stem cell trial was completed and found to have pulsatile flow, with moderate mr and av opening each beat. Ramp echo completed with no change in left ventricle size. The pt started to have hematuria with worsening vad hum. A decision made to take the pt to the operating room for explant since she did have some recovery. There was a lot of bleeding in the operating room and the hospital was unable to maintain blood pressure. A temporary lvad was placed, but was unable to generate flow or pressure. A clot was visualized on the pump rotor.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.